Manufacturer narrative:
UDI # (B)(4). The device was not returned to manufacturer for evaluation, therefore failure analysis and determination of root cause could not be completed due to a lack of information received. No device history record (DHR) was possible as no lot or serial number was provided.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the 00mlx mlx 300w xenon lightsource did not light up during a coronary artery bypass graft (CABG) procedure on (B)(6) 2020. There was no patient injury reported. They changed the lamp to a new one. The procedure was completed with 30 minutes delay in surgery with no adverse consequence to the patient. No further information was provided by the hospital.